Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2012. During the procedure, the device did not have sufficient drive power to drive the disposable to morcellate the uterus. The procedure was completed by manually by removing the remaining tissue without further dissection, and although more morcellation was planned, enough morcellation had already been completed. The physician opined that the speed was on high and it was suspected that the high speed was the problem by contributing to low torque. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.